Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for reason of normal battery depletion. However the physician expressed dissatisfaction about the longevity of this device as the device had lasted only 69 months of the 84 months covered under warranty. There were no adverse patient effects associated outside the unplanned surgical intervention.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.